Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary: the condition of failure code 810:11 was confirmed in the pump's event history file during product evaluation. This failure code was due to moisture in pump head mechanism jaw. The pump head mechanism jaw was therefore cleaned.

Event description:
During product evaluation, failure code 810:11 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.